Manufacturer narrative:
Four samples of my8020 was received for quality evaluation. Visual inspection of the samples did not show any damages or abnormalities. The samples were connected to a sample bd smartsite and a fluid push was attempted to see if there was a leak at the union location between the texium connector and the bd smartsite. All samples showed leakage at the connection point between the texium connector and the bd smartsite connector. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model: 2my8020 lot number: 25065056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter: leaked while making a pump.